Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not exposed to altitude outside the labeled operating rapid. There was no reported adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the alarm.